Event description:
The healthcare provider (hcp) reported, via a study, that the patient had a superficial infection at the pump pocket site. Diagnostic methods included examination/palpation; the patient pulled out a stitch and noticed yellow drainage on (B)(6) 2013, there were no other signs or symptoms. There was no allegation against the implanted system. According to the hcp, the event severity was mild, it was not serious, it was unlikely that it was related to the pump or therapy, but it was likely related to the implant procedure. Interventions included treatment with rifampin for 10 days on (B)(6) 2013. The event resolved without sequela as of (B)(6) 2013. The indication for pump use was for spinal pain. According to a programming session on (B)(6) 2013, the pump had been increased 20%that day to deliver morphine sulfate (10 mg/ml) at 0.837 mg/day via simple continuous infusion.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was reported from a healthcare provider via a post-market clinical study. It was reported that, on (B)(6) 2013, the patient had a well-healed incision site on the right upper quadrant for his morphine pump. The pump site looked good; there were no signs of infection and no tenderness.